Event description:
It was reported that during set up for a breast biopsy, the control module received damaged probe errors. Another probe was used to finish the case, but it was stated that the sample size was very small. No patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on the analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. The cable was bent which caused error codes. Part replaced that was not related to the customer complaint was the bottom frame due to peeling paint. After servicing, the unit passed all qa testing procedures. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.